Event description:
The device was used during a laparoscopically assisted vaginal mysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp reported no pt injury occurred.